Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported the customer had a button error alarm that they were unable to clear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer's blood glucose was 6.3 mmol/l. No additional information provided.